Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high and low blood glucose level. The customer's high blood glucose level was 568 mg/dl and the customer was treated with manual shot and the blood glucose level went down to 47 mg/dl. Customer did not report how they treated the low blood glucose level. Customer did not report any symptoms related to hyperglycemia and hypoglycemia. The customer's current blood glucose level was 111 mg/dl. It was not reported whether the auto mode was active at the time of the incident. The customer performed high pressure test and it passed. The insulin pump will return for analysis.